Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that after receiving a replacement battery cap, they still experienced a bad battery alarm, a weak battery alarm, a failed battery test alarm, and the device shut off and had a blank display. The customer's blood glucose level was 243 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.